Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient slept on his arm due to which the cannula got kinked on (B)(6) 2026. The blood glucose was high and was treated by correction injection via multiple daily injection (mdi).